Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes underfilled. The following information was provided by the initial reporter: "it was reported that there was no suction on the sample tube. Lack of suction".

Manufacturer narrative:
H.6. Investigation: bd received 1 sample from the customer for investigation. The sample was evaluated and the indicated failure mode for underfill with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes underfilled. The following information was provided by the initial reporter: "it was reported that there was no suction on the sample tube. Lack of suction".